Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified proximal left circumflex artery. A 5.50mmx12mm nc emerge® balloon catheter was advanced to the target lesion. The balloon was inflated however it ruptured at rated burst pressure. The device was completely removed from the patient's body and the procedure was completed using a 6.0x12mm nc emerge® balloon catheter. No patient complications were reported and patient's status was good.